Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation revealed abundant use residues throughout the returned catheter. A functional test of attempting to infuse water into the solo valve using a 12 ml syringe revealed a split just proximal to the 9 cm depth marker. The functional test revealed the catheter was occluded with blood use residues just distal of the split. A microscopic observation revealed a longitudinal split just proximal to the 9 cm depth marker. The split appeared to be along an extrusion line. Narrowing of the catheter at the split was observed. The split appeared to have a granular fracture surface with sharp fracture edges. The wall thickness of the catheter was measured to be within its drawing specifications. Because leakage was observed after being inserted for a couple months of use and the wall thickness was observed to be within specifications, the complaint of a split in the catheter is confirmed, but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported that the PICC catheter was inserted on (B)(6) 2023, and on (B)(6) 2023, it was found that there was leakage from the puncture port during catheter maintenance, and it was clinically judged that it could not be used normally, and the catheter was removed. (B)(6), leakage from the puncture port was found during catheter maintenance. After clinical judgment that it could not be used normally, the catheter was removed, and the extubation process was smooth, and after the catheter was removed, it was found that the catheter was ruptured and leaked about 9cm.

Event description:
Customer reported that the PICC catheter was inserted on (B)(6) 2023, and on september 22, 2023, it was found that there was leakage from the puncture port during catheter maintenance, and it was clinically judged that it could not be used normally, and the catheter was removed. September 22, leakage from the puncture port was found during catheter maintenance. After clinical judgment that it could not be used normally, the catheter was removed, and the extubation process was smooth, and after the catheter was removed, it was found that the catheter was ruptured and leaked about 9cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.